Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no further information available. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It has been reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard has been found experiencing needle retraction failure during use. The following has been provided by the initial reporter: material no.: 381434, batch no.: unknown. It was reported that on the insyte catheter, some would not fully retract, leaving the very tip of the needle sticking out. Other times the needle would retract slowly. Updated information: I was informed for this complaint that there was in fact a needle stick. The needle stick injury occurred on (B)(6) 2019, however the handle of the IV needle was noted to be cracked upon inspection and this could have occurred in this department. The needle involved in the needle stick injury is the only one noted to be cracked. We do not have a picture of this needle. The nurse involved went to the emergency department to be seen for potential blood bourn pathogen exposure. We do not know if the cracked needle handle was from one of the lots listed below. When we went to pull the wrapper from the trash we found that the trash had already been removed from that room. Per email: issue: needle retracting slow and not retracting. This is on manf#381434. They had some that did not retract all the way and the very tip of it is still sticking out. Normally you push the button and it pops back into the handle immediately, but we are having trouble with it retracting slowly.

Manufacturer narrative:
Correction: additional device codes added. The following information has been updated: f.10. Device codes: 1535, 2979, 1354, 2944.

Event description:
It has been reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard has been found experiencing needle retraction failure during use. The following has been provided by the initial reporter: material no.: 381434, batch no.: unknown. It was reported that on the insyte catheter, some would not fully retract, leaving the very tip of the needle sticking out. Other times the needle would retract slowly. Updated information: I was informed for this complaint that there was in fact a needle stick. The needle stick injury occurred on (B)(6) 2019; however, the handle of the IV needle was noted to be cracked upon inspection and this could have occurred in this department. The needle involved in the needle stick injury is the only one noted to be cracked. We do not have a picture of this needle. The nurse involved went to the emergency department to be seen for potential blood bourn pathogen exposure. We do not know if the cracked needle handle was from one of the lots listed below. When we went to pull the wrapper from the trash we found that the trash had already been removed from that room. Per email: issue: needle retracting slow and not retracting. This is on manf# (B)(4). They had some that did not retract all the way and the very tip of it is still sticking out. Normally you push the button and it pops back into the handle immediately, but we are having trouble with it retracting slowly.